Event description:
It was reported the patient hurt where the internal leads were when they were implanted. It was stated to have hurt for a while and then went away. It was indicated that the device had been working "perfectly" until the previous week when the patient experienced "breakthrough" problems. The patient's perineum was hurting and they had a bladder infection the week previous. This is when the patient's problems started. It was described as a "deep ache" and like the patient was "being pinched." It was noted the patient could not lay down. As of the date of this report, the patient switched programs to a lower amplitude. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v990442, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).